Event description:
The patient presented to ed with a "red heart alarm on the lvad". It was alarming 2/2 low flow (<2.5lpm) going through the pump. Echocardiogram indicated the pump was malfunctioning probably 2/2 pump thrombosis. Inr was therapeutic on admission. Patient declined removal of the lvad. Pump speed was reduced to 7800rpms and the alarm stopped. Patient was discharged home on hospice care. He died at home. The funeral home was unable to explant the device.